Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a balloon ablation procedure in 2007. During the procedure, a sudden loss of pressure occurred. The catheter was taken out of the patient because of suspicion of tear in the balloon. The procedure was successfully completed with another balloon catheter with no consequence to the patient.